Manufacturer narrative:
Additional information: (B)(6), biomedical engineer, (B)(6). A getinge fse noticed that the handle was cracked due to customer abuse. Handle was replaced during a demand pm visit. Unit returned for clinical use is unknown. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp); noticed that the handle was cracked due to customer abuse. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).